Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Atraumatic retraction system has been used about 2 years as approbation set and taken part in 3 operations. In the beginning of the operation (CABG with using mammaria artery) frame fc501r was in working condition and everything was okay. During lifting the retractor with the mammaria retraction system the crack has sounded. Then the surgeon tried to start the main step of procedure, but it was impossible to close the retractor using the crank. Surgeon removed it from the operation field and it was detected that the toothed rack was deformed and crank was not in the middle. No injury to the patient reported.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The front rack is widened. At the bottom of the rear rack, deep scratches can be found, most likely caused by an insufficient oiling before reprocessing. This most likely caused a stiff movement of the retractor and in combination with high torque during rotation of the lever, the rack widened and blocked the retractor. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: as stated in the IFU and also directly on the instrument, it is important for the lifetime of the instrument to oil the gliding surfaces. Otherwise a blocking under loading can not be excluded. No CAPA is necessary.